Manufacturer narrative:
A quotation for service was sent to the customer, but the customer did not accept the service quote. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl device indicating that the device is not working.